Event description:
We have recently had two tempo caths that were defective and broke apart during case. When the catheter was removed from the patient, it was noted that the distal tip was cracked. There was no patient injury observed. These were noticed after the product was used. Upon receipt of the device, the distal tip was torn.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from an account indicated that an unknown 4fr tempo catheter broke apart during a case. When the catheter was removed from the patient it was noted that the distal tip was cracked. There was no patient injury observed and the device was returned for analysis. There is no other information available. Upon receipt of the device, the distal tip was torn. (B)(4): one non sterile 4f diagnostic catheter was received coiled inside a plastic bag. The brite tip was observed with a tear but still attached to the catheter. The intermediate tip and intermediate tip/brite tip fuse point outer and inner diameters were measured and were found within specification. The sem analysis concluded the internal surface exhibited evidence of a force which is apparently exerting pressure from the inside to the outside. The internal surface presented small holes all around the torn material which according to the observed conditions might be caused by a tensile overload. Cutting was discarded as a failure cause since no cutting characteristics were observed. The exact cause of this separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot was not conducted as no lot number was provided with the reported complaint. The reported customer complaint of catheter tip separation was not confirmed through failure analysis as the device was received with the brite tip in place. The tip, however, was confirmed to be torn. The exact cause for the difficulties encountered by the customer could not conclusively be determined however review of the analysis suggests that procedural factors may have contributed to the event, since there is evidence of an exertional force from the inside to the outside which could be caused by a wire. There is no indication in the analysis, the device history report review or the information provided to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.